Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a distributor contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: there was a battery compartment crack to the left of the bumper pad at the threads with a piece of the case missing at the threads. There was a battery compartment crack at case seal to the left of the bumper. The display screen was dim and discolored. The keypad cover was peeling up at the ok button. All of the keypad buttons were responsive. No contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.